Event description:
Provider states two days after this rollator was purchased the end user went to press the brake and the right side brake handle just broke completely off of the frame of the rollator.